Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer stated that they bought the purewick urine collection system a week ago and it was working perfectly fine, they were very happy with that, and out of nowhere that just stopped suctioning. They were very upset about that and asked for a replacement.